Manufacturer narrative:
The device was received and evaluated. The exposed portion of the soft cannula was observed to not be bent/kinked. There were no damages or defect found along the fluid path that could have cause the device to leak. Fluid was seen exiting the distal tip of the cannula. No tears or leaks were found in the soft cannula during the leak test.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the cannula was bent. The patient's blood glucose (bg) rose to 19.1 mmol/l (343.8 mg/dl). In order to treat the high bg, the pod was changed and a correction was administered. The pod was worn on the patient's abdomen for between 24 and 36 hours.